Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article entitled "valve in valve trans-catheter aortic valve replacement followed by lvad deactivation in the setting of recovered systolic function" by abdel rahman al emam, et al. Within the article it was identified that this patient with a 23mm pericardial aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to severe aortic stenosis. At the time of surgical valve implantation, the patient was also implanted with an lvad device. One (1) year after surgical valve and lvad implantation, it was observed that leaflets of the 23mm 3300tfx valve had partially fused resulting in severe aortic stenosis. The tavr procedure was ultimately performed via left subclavian approach resulting in the implant of a 26mm non-edwards transcatheter valve. A second 26mm non-edwards transcatheter valve was placed due to persistent aortic insufficiency. The patient went to the ICU for observation post implant for monitoring and underwent lvad explant on pod #1. The patient tolerated the procedure well with no signs of heart failure. The patient was restarted on anticoagulation on pod #2 and was ambulatory without difficulty. Before discharge, tte showed lvef of 70%, well-positioned aortic valve with a mean gradient of 8mmhg. The patient was discharged home and showed no heart failure symptoms at 3-months follow-up.